Event description:
It was reported that the patient underwent a surgical procedure involving an ambicor penile prosthesis (app) due to unspecified reasons. During the procedure the existing app was removed and a new ipp was implanted. No information was provided about the patient's outcome. It was further reported that the app was malfunctioning for several months before the surgery. During the procedure fluid loss in the cylinders was noted. The patient did not experience any adverse events or complications following the surgery.